Manufacturer narrative:
As no samples or lot number were provided for evaluation, a root cause could not be determined. If more information is provided at a later date the investigation will be reopened. Cardinal health will continue to monitor for this reported issue.

Event description:
The customer stated that while her son was in the nicu, one of the staff members squeezed/twisted the heel warmer so tightly that it busted and some of the contents got on her son and husband's body. No injury reported.